Manufacturer narrative:
Argus case ID: (B)(4).

Event description:
I still feel it in my throat. [Medication stuck in throat]. Product complaint [product complaint]. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental ingestion of product in a male patient who received double salt dental adhesive cream (polident denture adhesive cream) cream (batch number unk, expiry date unknown) for product used for unknown indication. On an unknown date, the patient started polident denture adhesive cream. On an unknown date, an unknown time after starting polident denture adhesive cream, the patient experienced accidental ingestion of product and medication stuck in throat (serious criteria gsk medically significant). The action taken with polident denture adhesive cream was unknown. On an unknown date, the outcome of the accidental ingestion of product and medication stuck in throat were unknown. It was unknown if the reporter considered the medication stuck in throat to be related to polident denture adhesive cream. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional information: adverse event information was received via call center representative on 01-jun-2021 and consumer stated that "I need an answer. I think I swallowed some polident during the night and I still feel it in my throat. Now, my question is what I can do about it?". Additional information: adverse event information was received via call center representative on 07-jun-2021 and consumer stated that "I had a major problem last week I swallowed some of your product (polident 3d hold 60g) and I felt it go down my throat so I did not know what to do so eventually I started to drink some hot water and ate some food. It did not go away, I felt it stuck in my throat. I took out my dentures and washed them. I then put the dentures in a sterilizer and brushed the rest of my teeth so that there should not be anything left right but I still feel I swallowed some of it. It melts when I eat hot meals so I take out my dentures and put it back on afterwards". Follow-up information was received on 09-jun-2021 from quality assurance (qa) department regarding complaint (B)(4). My dentures come out after half an hour, it does not stick. No sample was returned for this complaint, also batch details were not received so a full investigation could not be completed. As this information is not available the complaint cannot be substantiated. All of the documentation pertinent to a specific lot of finished product is contained in a [?]batch envelope'. Prior to the disposition of the product, the contents of each batch envelope is reviewed & approved by the site quality department to verify that there were no significant quality issues recorded during manufacturing, packaging or testing. This review also verifies that all test results meet specification requirements. Complaint sample and batch details were requested from the loc by email, however none were available at the time. Due to the complaint being related to a hsi with an ae, should complaint sample or batch details become available, the case will be reopened. The complaint was concluded as unsubstantiated.